Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 2:00 pm, after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user felt weak, lethargic and sleepy. Her blood glucose reading at the time of the medical event was 368 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 125 mg/dl. No treatment was warranted to stabilize her blood glucose level since it was within normal range. She received an IV solution for dehydration. After 5 hours at the ER the end user was released and instructed to get plenty of rest. No additional details were provided in regards to this medical event.